Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as no used cartridges were returned with the device. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. The customer declined to troubleshoot the occlusion or provide additional information to tandem technical support.